Event description:
A decrease in sensing was observed at follow up. During repositioning procedure, the physician decided to explant the lead to an active-fixation lead. There were no consequences to the patient. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.